Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced e-200 due to power on issues. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the e-200 would not turn on, and attempts to replace the power outlet, but did not improve the situation. The procedure was completed using an external electric scalpel. The procedure was completing as planned with no reported injury.